Manufacturer narrative:
The directions for use states that the implant must be charged every 30 to 90 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient did not recharge the ipg for over one year and, subsequently, stimulation was lost. As a result, the inoperable ipg was explanted and replaced on (B)(6) 2019. Effective therapy was established post-operatively.